Event description:
The lead was previously reported as explanted electively. The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct tractions with locking stylet, sheath(s) complications: subclavian thrombosis, post-op swollen arm